Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up and prior to use. The tube's internal diameter in the y connector was too narrow and did not let the endoscope go through without damaging it. There was no patient involvement reported.